Event description:
It was reported that the programmer pen was not calibrated with the screen and the usb port was not working correctly. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. The stylus worked properly, but only the housing was peeling off, the stylus was replaced. Both usb connections were tested, no problems were found. (B)(4).